Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1228497. D4: medical device expiration date: 30-sep-2026. H4: device manufacture date: 16-aug-2021. D10: device available for eval yes. D10: returned to manufacturer on: 31-dec-2022. H6: investigation summary: customer returned (5) 0.3ml, 31 gauge, 8mm syringes from lot 1228497. Each of the syringes featured a needle that was significantly bent. Each bent needle was bent near its middle, often multiple times. The needles were also typically folded over or even compressed downward along the side of the needle hub. This is indicative of the needle tips catching on the inside of the needle shield during reshielding and being bent over as the shield compresses the lodged needle. A review of the device history record was completed for batch# 1228497. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of needles breaking during use. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that 6 bd ultra-fine¿ ii short needle insulin syringes experienced the cannula breaking off. The following information was provided by the initial reporter: it was reported that prior to drawing up medication, when the customer went to uncap it the needle snapped off. This happened 6 times.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 6 bd ultra-fine¿ ii short needle insulin syringes experienced the cannula breaking off. The following information was provided by the initial reporter: it was reported that prior to drawing up medication, when the customer went to uncap it the needle snapped off. This happened 6 times.